Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had air bubbles in her tubing and reservoir. Approximate size of air bubbles was big bubbles. Customer noticed a potential crack on the tubing. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.